Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one shock as inappropriate therapy due to p-wave oversensing. This device remains in service. No additional adverse patient effects were reported.